Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted with resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.